Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high hvli was observed. Positional testing could not produce noise. On (B)(6) 2010, the pocket was opened and showed that the rv coil setscrew was not properly tightened. The setscrew was retightened, and the hvli impedances were normal. The device remains implanted.